Event description:
It was reported that the right atrial (ra) lead dislodged during normal device change-out. The physician was unable to reposition lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage and stretching. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Con comitant product: d154awg implantable cardioverter defibrillator (ICD)  (B)(6) 2007. (B)(4).